Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. Functional inspection was performed and showed the complaint of power failure was confirmed. The power supply output is intermittent, a relationship between the report event and device could be established. The root cause is a defective power supply. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, power supply of the versajet ii console device is defective. It is unknown when did the event ocurred and if there was a patient involvement. No other complications were reported.